Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: during the procedure while using the device to apply the clip to the cystic duct, the clip came off the applicator track and damaged the cystic artery which bled profusely. Less than 500cc&#39;s of bleeding. The surgeon secured the bleeding with another device. The device fired clips one after the other without the trigger being squeezed.

Manufacturer narrative:
(B)(4).